Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had an absence of alerts to warn them of an empty reservoir. The customer reported the insulin pump stated there was 80 units of insulin remaining, but the reservoir was empty. Customer also reported the drive support cap was slightly indented. Customer's blood glucose was unknown. The customer also called back to perform a displacement test. The insulin pump failed a displacement test during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.